Manufacturer narrative:
H10: the customer replaced the cpu pcba board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that during set up the unit alarmed error code 1102 primary alarm failed alarm message that displayed on the screen. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed customer confirmed error code 1102 in event log and both speakers passed resistance test. The customer states that after replacement of the cpu customer needs to program the serial number but tera term isn't working properly. Trouble shot with customer and found that drivers for usb to serial isn't working properly, not showing in device manager. Customer states they are going to work with it and get drivers for usb to serial.